Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012570245 was returned and analyzed. Visual inspection showed the catheter appeared intact without any visible issues. The shape of the array appeared normal, with no unusual features. The capture device had a normal shape, showing no damage or unusual features. Guidewire was received with the returned catheter and was not threaded in. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of the steering and slide mechanisms showed the steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Guidewire compatibility testing was performed and the lab test guidewire was threaded through the catheter¿s guidewire lumen and passed through several times without encountering any resistance or friction. Catheter identification testing showed data from the catheter identification chip confirms the catheter programmed for clinical use, with the lot and serial numbers matching those indicated on the handle. The catheter was reprogrammed before connecting to the generator via a catheter interface cable, and therapy deliveries passed successfully. In conclusion, the clinical issues occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 90045, product type: guidewire; product ID: 10fcc13, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulse field ablation system, there was difficulty pulling out the guidewire from the pulse select catheter, and the catheter felt obstructed. Upon removal, the external part of the guidewire was found to be broken, with cardiac tissue attached to it. It was then reported that the blood pressure was low and the heart rate was high. A spot transesophageal echocardiogram identified pericardial effusion. The procedure was aborted while the patient was under general anesthesia due to suspicions of cardiac tamponade; however, cardiac tamponade was ruled out as the drop in blood pressure was attributed to atrial fibrillation with a rapid ventricular response. No treatment was required for the pericardial effusion; however, an antiarrhythmic drug was administered for pharmacologic cardioversion to treat the atrial fibrillation. The patients heart then converted back into sinus rhythm and the blood pressure stabilized. The patient was hospitalized for additional observation. No further patient complications have been reported as a result of this event.